Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system displayed an unexpected error message and failed login due to corrupted database. The technical support specialist dropped the corrupted database, rebuilt it by creating a new database by running ka 000015255 and completed full synchronization with no error. Ds clientolpt no longer showed single user mode only. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's database was corrupted. A technical support specialist created a new database and synced the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system displayed a database error message when users attempted to log in to station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.